Event description:
During a blood transfusion, blood was found to be leaking from smallbore t-port extension set. A new one was placed and that was leaking as well. This resulted in possibly some blood not reaching the patient.